Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. For visual inspection, it was observed the wire returned inside the delivery sheath. The filter bag came back in undeployed state. It was observed that the spring tip was bent and stretched, the wire was exposed through the sheath slit. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Microscope inspection revealed that under the microscope it was observed that the spring tip was bent and stretched. Sheathing/unsheathing test could not be performed since the wire was exposed through the sheath slit. Updated fields: e1. Initial reporter facility name (B)(6).

Event description:
It was reported that a device fracture occurred. A 190 cm filterwire ez was selected for use. During the procedure, after opening the cerebral protection filter, it was noticed that the protective cover of the distal guide was dislocated and the same fractured with curvature inadequate for use. The procedure was completed with another of the same device. There was no patient complication reported.

Manufacturer narrative:
E1. Initial reporter facility name- (B)(6).

Event description:
It was reported, that a device fracture occurred. A 190 cm filterwire ez was selected for use. During the procedure, after opening the cerebral protection filter, it was noticed, that the protective cover of the distal guide was dislocated. And the same fractured with curvature inadequate for use. The procedure was completed with another of the same device. There was no patient complication reported.